Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: "[inspection of the endoscope] 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that due to a crack on control unit; water tightness was lost. Additionally, the evaluation revealed the following findings: due to a dent on suction tube in control unit; suction volume did not meet the standard value. Due to a dent on channel-tube; channel cleaning brush could not be inserted smoothly. Due to damage on objective lens; a foggy image occurred. Due to wear of angle wire; bending angle in the upward direction did not meet the standard value. Light-guide bundle was broken, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope exhibited air/water leakage, insufficient suction volume. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.